Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that the image was noisy due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when the image appeared noisy due to a printed circuit board (pcb) failure. Additionally the evaluation there was interference in the image when shaking the video connector, a deformed serial digital interface socket in the rear panel, and an e204 error due to the defective pcb. The investigation is ongoing a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite video system center had a noise image. The event occurred preoperative as the patient was not under anesthesia. There was no patient involvement.